Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction of the part in the scope. No repair. Because it was noticed during the installation, it was replaced with a new one. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of installation. There was no report of patient harm. During the input inspection of the new device, it was found that the device is defective. When the video system is started, a live image appears and the led at the distal end lights up. It might appear that the device is ready to use. In this way, the system was checking after arriving from pentax. However, during longer operation and setting of user parameters before delivery to the customer, the image was repeatedly frozen (after about 1-2 minutes), which could only be removed by completely shutting down and restarting the system. After restarting, the image froze again at a similar interval. To eliminate the endoscope / processor failure, our demo video laryngoscope was used, which worked with the new processor as standard, including the settings of the function and user profiles. Then we tried to connect a new video laryngoscope to our demo processor, and the defect appeared again. So the error is in the new video laryngoscope. Color stripes/lines also appeared on the screen when turned on / off. Our demo endoscope worked reliably with our demo and new video processor. Such a device cannot be delivered to the customer. Please replace it with a new one as soon as possible.